Event description:
It was reported that during the pulmonary vein isolation with farapulse to treat paroxysmal atrial fibrillation, faradrive steerable sheath was selected for use. It has been mentioned that the sheath and catheter was prepared normal. After transseptal puncture the physician removed dilator and wire and aspirated the sheath. After insertion of farawave catheter into the sheath lots of air bubbles appeared in the 20cc syringe during aspiration. Pressure bag was used with continuous dropping. Upon aspiration again air bubbles continued to appear with and without the farawave catheter. No fluid leak was noted. There was no visible damage before and after the procedure. Therefore, the sheath was exchanged, and the procedure was completed using different faradrive sheath. No patient complications occurred. The product was received for analysis.

Manufacturer narrative:
Investigation summary: based on the available information, the reported event of sheath leak was confirmed. Visual inspection of the device noted cracks in the stopcock. Microscopic inspection of the stopcock revealed cracks at the sides of the sheath inflow port. Pressurization of the sheath with deionized water confirmed a leak in the stopcock in the cracked location. Laboratory analysis of the returned faradrive steerable sheath revealed cracks in the stopcock, resulting in leakage. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the faradrive device confirmed that the event of visible air/bubbles is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of cause traced to component failure. Boston scientifics investigation identified cracks in the stopcock, resulting in leakage.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation with farapulse to treat paroxysmal atrial fibrillation, faradrive steerable sheath was selected for use. It has been mentioned that the sheath and catheter was prepared normal. After transseptal puncture the physician removed dilator and wire and aspirated the sheath. After insertion of farawave catheter into the sheath lots of air bubbles appeared in the 20cc syringe during aspiration. Pressure bag was used with continuous dropping. Upon aspiration again air bubbles continued to appear with and without the farawave catheter. No fluid leak was noted. There was no visible damage before and after the procedure. Therefore, the sheath was exchanged, and the procedure was completed using different faradrive sheath. No patient complications occurred. The product is expected to return for analysis.